Manufacturer narrative:
It is not understood what "connector" the customer is referring to as defibtech does not manufacture a separate pads connector; however, this MDR is being filed out of an abundance of caution. Although requested, no additional information regarding the device complaint has been provided and the root cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer has reported that they are missing the connector from the AED to the AED pads and requested if replacements were available. No information regarding the "connector" or pads were provided.